Event description:
Information received from the field does not address the patient's clinical status but notes that a transtelephonic monitor observed no magnet response. The patient will be scheduled for an office visit.